Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that it was only a few months after getting the device implanted in (april or may) and he started having issues with recharging the ins. Patient stated he does not like the device and would rather go back to the old model he had. Patient stated that for the last 3 years and 20 months he had been a patient at the va and lost equipment so had not charged it in a long time anyways. Patient stated he was in a lot of pain and wanted to know information regarding device explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient noted that he was a recent amputee and confined to a charge so he would like to have a different ins that didn't require the maintenance of having to charge. The patient was in a car accident which was why the original implant was replaced with the current one. The patient reported that his current ins was too much work to charge and inconvenient due to his current condition.